Event description:
User facility medwatch (#mw5162571) report received that states: "describe event or problem: perclose footplate broke off during tavr procedure."

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. The patient effect of foreign body in patient and serious injury are listed in the electronic perclose proglide instructions for use as potential adverse events of use of the device. Based on the information provided, a definitive cause for the reported issue could not be determined. In this case, the foot may have been in the access site; however, his cannot be confirmed. Based on the results of the complaint investigation, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.